Event description:
The code strip activated the incorrect calibration code. It activated "f-11", instead of "f-12". No adverse event or serious injury occurred. No symptoms developed as a result. No medical care was sought from a healthcare professional. The customer service representative discussed the discontinuance of the product.